Event description:
It was reported that the 2800 system table would not lower prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sensors were adjusted during the service call. The system was tested and found to be working as intended and put back into service.